Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results for a patient of >8.0 inr and 2.4 inr within a few minutes on a coaguchek xs system. The customer then tested the patient using a second coaguchek xs meter with the same vial of coaguchek xs test strips and received a result of 2.4 inr. No adverse event reported. The same vial of test strips was used for all three tests. Requested return of suspect device and replacement was sent.